Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the provided information and findings on records review, it was presumed that tensile stress generated with wire removal had most likely contributed to the reported wire separation. The generated stress would exceed the product design limit when the wire tip was being caught and restricted its movement by the existing stent. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi gaia second guide wire separated during a pci to treat a cto (in-stent restenosis) in the mid rca. While the physician was attempting to wire the vessel, the wire appeared to get stuck behind an existing stent. He pulled the wire back, but the distal portion of the wire broke up and remained stuck in the stent and in the body. The remainder of the wire was removed and several attempts to snare the remainder of the wire were unsuccessful. The procedure was aborted after multiple failed snare attempts. The patient was released from the hospital doing well and planned for bypass surgery.